Event description:
The patient reported experiencing elevated blood glucose of 450 mg/dl due to air bubbles in the infusion set tubing and a bent cannula. The patient's normal glucose level is 140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.